Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of a remote transmission showed multiple short v-v intervals on the right ventricular (rv) lead. Additionally, the presenting rhythm showed a possible pause and undersensing noted potentially resulting in ventricular fibrillation (vf) it was reported that a review of a remote transmission showed multiple short v-v intervals on the right ventricular (rv) lead. Additionally, the presenting rhythm showed a possible pause and undersensing noted potentially resulting in ventricular fibrillation (vf) not being detected or treated. Upon further review of the episodes it was noted that the rhythm appeared to be an agonal rhythm, pulseless electrical activity. The patient passed away. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a lead integrity alert (lia) was triggered and physiologic oversensing was observed. Additionally, it was suspected that the patient's death was related to ventricular fibrillation (vf) and sudden cardiac death.